Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with insulin. Reportedly, the customer was unable to provide the amount of insulin the cartridge had been filled with. There was no reported adverse impact to the customer's blood glucose level. The customer addressed the issue and declined assistance from tandem technical support.